Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. It was noted that all buttons symbols are worn. All keypad buttons were intermittently responsive during testing. All buttons were found to spring back as expected when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
A distributor reported that the keypad buttons are unresponsive.